Event description:
It was reported that when the nurse was using the arterial blood collection device kit, the nurse found that the connection between the needle stem and the syringe was not tight, the knob was not tight, and the needle and syringe may separate during blood collection, resulting in blood spillage. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.